Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilation procedure. The patient weight was reported to be (B)(6). According to the complainant, during the procedure, the balloon was inflated to 14 atm and then burst. It was reported that no fragments detached from the balloon. Water was used to fill the balloon, a pressure gauge was used, and a ureteroscope was not used during the procedure. The procedure was completed with another uromax ultra balloon dilatation catheter.